Event description:
A male patient underwent aaa repair in 2006. The patient received a zenith main body, three zenith iliac legs and a zenith leg extension. The procedure was completed without reported incident. In 2009, the patient underwent an additional aaa procedure. A type lb endoleak had developed and required internal iliac embolization as well as placement of a zenith iliac leg to resolve. The current status of the patient is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.